Event description:
Based on a review of medical records provided by patient's attorney: (B)(6) 2004 - diagnostic laparoscopy, right salpingo-oophorectomy, ventral hernia repair with a kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on a review of the provided medical records, the patient underwent a salpingo-oophorectomy and simultaneous ventral hernia repair with a kugel patch on (B)(6) 2005. Few records are available regarding the patient's post-operative course. A CT scan of the patient's abdomen and pelvis was taken on (B)(6) 2005 after reports of abdominal pain and showed metallic fragments in the left side of the abdomen, but was otherwise negative. Another CT scan on (B)(6) 2007 showed a small low attenuation mass on the posterior left kidney, likely a small cyst, but was also otherwise negative. Currently, it is unknown whether, the device may have caused or contributed to the alleged event. With the information available, no conclusion can be drawn.